Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that poor cutting occurred during a vitreoretinal procedure. The condition of aspiration and actuation was unknown. The procedure was completed after replacing the product. There was no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. One probe sample was returned for evaluation. The sample was visually inspected and deemed to be conforming except for clear foreign material on the needle. Aspiration testing was performed and deemed acceptable. Actuation testing was performed and deemed nonconforming. No cutter movement was present. No cut testing could be performed. The probe was disassembled and the components inspected. There were approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. The actuation testing was performed again after disassembly and was then deemed conforming. The inner cutter has clear foreign material found on the inner cutter. Particular testing was performed on the clear material present on the inner cutter. The clear foreign material was determined to be surgical material. The complaint evaluation does confirm the probe did not work properly. The probe was not able to properly function based on the cutter not being able to actuate. The root cause appears to be from the surgical material on the inner cutter, not allowing the cutter to move. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. An internal investigation is being performed to determine actions necessary to reduce the high level of probe complaints. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).